Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (over 400 mg/dl). Insulin injections were administered to address the bg level. The customer did not know the cause of the high bg; however, upon changing the cartridge and infusion set, the bg returned to "normal". As the events had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.